Event description:
Patient was implanted on (B)(6) 2013. Patient experienced painful symptomatic hardware of the right tibia and was returned to the operating room on (B)(6) 2013 for removal. The procedure was successfully completed and the patient's outcome was good. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment and not diagnosis. The device history review was completed: a review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4).